Event description:
It was reported that the customer was hospitalized for diabetes and high blood glucose. It was also reported that the insulin pump alarmed no delivery. The blood glucose reading was 288 mg/dl, and the customer complained of extreme fatigue and inability to lift her arms. She was wearing the insulin pump at the time of hospitalization. The customer was unable to troubleshoot for the no delivery alarms. She observed cracks on all 4 corners of the display and was unaware of how the damage occurred. She stated that the insulin pump had stopped working on her and that it had not administered the correct amount of insulin. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump had a cracked case at a display window corner, minor scratches on the display window, cracked battery tube threads, a cracked reservoir tube, and a cracked reservoir tube lip.